Manufacturer narrative:
Correction: h6 - investigation conclusions code should be "caused traced to component failure" rather than "cause not established".

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid circuitry. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) had premature battery depletion leading to loss of pacing. Additionally, the pacing impedance was low. The patient had fatigue and an arrhythmia. On (B)(6) 2021, the patient's pm was explanted and replaced. The patient was stable throughout the procedure.